Event description:
It was reported that two 3.0 x 20 mm rx trek balloons were soaked and prepped according to the instructions for use. During a kissing balloon technique, treating the circumflex and the obtuse marginal with calcification and tortuosity, one of the 3.0 x 20 mm rx trek balloon catheters was not holding pressure on the initial inflation and never went above nominal pressure. The rx trek was removed from the patient and inflated outside of the anatomy and contrast was observed coming out of the balloon. The other rx trek balloon was successfully used to treat the patient and a stent was placed. There was no clinically significant delay in the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found blood and contrast visible on the shaft and contrast in the inflation lumen and in the loosely folded balloon, consistent with preparation and use of the catheter in the patient anatomy. There were multiple bends in the entire length of the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported balloon rupture. An indeflator, filled with water, was used in an attempt to pressurize the balloon but the balloon would not pressurize. After the balloon catheter was left pressurized overnight to dissolve the contrast in the inflation lumen and in the balloon, the balloon pressurized and fluid was observed leaking from a pinhole in the balloon at the distal end of the distal taper, confirming the reported rupture. There were no scratches visible. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with the stent or other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. The scanning electron microscopy (sem) analysis determined the balloon failure may possibly be attributed to mechanical damage to the outer surface. Mechanical damage was observed on the outer surface of the distal end of the distal taper and outer surface of the inner member. In this case, it was reported that no leaks were noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. The patient anatomy was moderately calcified which likely contributed to the reported difficulties. It is likely that the balloon material was damaged (scratched) during interactions with accessory devices, or the moderately calcified lesion, such that the balloon ruptured during inflation. To ensure this type of damage is not a result of a manufacturing deficiency, all products are 100% leak tested on line and a sampling of units are rupture tested prior to release. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Based on the information received with this complaint, the returned product and sem analysis, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.